Event description:
It was reported that during an unspecified procedure, the flexima biliary stent would not deploy. The flexima biliary stent delivery system was advanced to the target position and an attempt was made to release the stent. The stent was unable to be released. The delivery system was removed and another of the same device was used to successfully complete the procedure. There were no patient complications and the patient was reported to be good.